Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat urethro-vaginal prolapsed and dropped bladder. It was reported that the patient had a concurrent procedure of a hysterectomy performed during mesh implantation. It was reported that patient underwent mesh revision/removal on (B)(6) 2012 due to exposure to mesh graft, pelvic pain, urinary tract infection, and painful intercourse. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with a bilateral sacrospinous ligament fixation, anterior and posterior repair with biologic graft and vaginal skin advancement flap.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.